Manufacturer narrative:
The proximate cause of the keypad dome issue was determined to be due to a design issue caused by the lack of dome tape when assembling the front case keypad. The proximate cause of the battery and rear case issue was determined to be due to customer damage. The proximate cause of the switching power supply issue was determined to be a faulty board.

Event description:
The device had damaged, faulty, and failed components.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure. The customer complaint of keypad dome issue was confirmed during the service repair process. There was no reported patient injury. The device is used for therapeutic purposes.

Manufacturer narrative:
The proximate cause of the keypad dome issue was determined to be due to a design issue caused by the lack of dome tape when assembling the front case keypad. The proximate cause of the battery and rear case issue was determined to be due to customer damage. The proximate cause of the switching power supply issue was determined to be a faulty board.

Event description:
The device had damaged, faulty, and failed components.